Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure when deploying the capio device the first time, the dart detached from the suture. Reportedly, the suture was slightly tensioned by the physician trained. The dart was left inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.